Event description:
It was reported that the patient presented in clinical follow-up. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator was in backup mode due to curvue software anomaly. No interventions were performed. There were no patient consequences.